Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that an inquiry regarding programming was needed when it comes to this device. A review of the device data by technical services (ts) noted that the patient received various anti-tachycardia therapies which then progressed to shocks being delivered. The origin of the rhythm appeared to be supraventricular tachycardia in nature. Ts discussed the therapy zones and wanted to get clinical background when it comes to this case, and if the rate zones were appropriate for the rhythm to be treated. A response from the boston scientific representative noted that no programming changes were made, but the patients medication was adjusted to control the supraventricular tachycardia. No adverse patient effects were reported. This device remains implanted.